Event description:
The customer called for assistance with setting the basal rates. During the call the customer informed that they were hospitalized for high bgs. Troubleshooting was performed. The pump had an alarm message twice. Advised the customer to disconnect from the pump and reverted to back up plan.